Event description:
It was reported that following the implantation of a sparc sling the patient experienced moderate ¿urine leakage everyday¿. It was further reported that "subject made no mention of [urinary leakage] at her 1st postop visit on (B)(6) 2015." Pelvic floor physical therapy was prescribed and the event was considered recovering/resolving (adverse event improving). There were no further patient complications reported as a result of this event.

Event description:
Additional information received stating the patient sometimes leaks small amount when standing, the patient does not have stress urinary incontinence and no leakage at night. The patient had also stopped doing kegels and was told to resume kegels "30-50 times a day". No further patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received stated "internal med note in emr states' doing kegels for urinary incontinence - started doing pt & feels better about things.'" The event was considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event.